Manufacturer narrative:
(B)(4), follow up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. A review of machine records verified that all preventative maintenance was performed according to procedure and machine parameters were within required limits. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
(B)(4) reported via email: bottle was leaking. No patient impact. On 14dec2020: second bottle leaked at the connection between the access tip and patient's catheter valve. Access tip clicked properly into place. Shortly after beginning drain, liquid was leaking on table and immediately stopped the drainage. Connected a new bottle and completed without issue. There was no damage noted on the access tip or patient's valve. Has drained twice since without issue, no additional leakage. Catheter was placed in patient's chest on (B)(6) 2020. Samples have been discarded. No patient harm.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
(B)(4). Bottle was leaking. No patient impact. (B)(6) 2020: second bottle leaked at the connection between the access tip and patient's catheter valve. Access tip clicked properly into place. Shortly after beginning drain, liquid was leaking on table and immediately stopped the drainage. Connected a new bottle and completed without issue. There was no damage noted on the access tip or patient's valve. Has drained twice since without issue, no additional leakage. Catheter was placed in patient's chest on (B)(6) 2020. Samples have been discarded. No patient harm.